Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A device alert was triggered due to low, out of range pacing impedance on the left ventricular (lv) lead. Technical support reviewed the session records and recommended provocation testing to test for lead damage. Further information was requested but not received. The patient was stable.